Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated as a type 1 case. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on june 01, 2016. (B)(4).

Event description:
The end user reported a rash to the peristomal skin. According to the end user, this rash has been occurring on and off over the past two months. Her physician has prescribed an antifungal powder (not otherwise specified).